Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient experienced a shocking sensation when changing positions. No further information was reported regarding this event. Additional information could not be obtained at the time of the report.